Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00419 and 9616099-2011-00420. Intracranial views revealed improvement in the cerebral runoff and better filling of the anterior and middle cerebral artery. There was better penetration into the deep white matter. There were no complications and the patient had no neurologic events during the procedure. Two weeks after the index procedure, the patient presented to the emergency room complaining of inability to move her right arm and dizziness. During hospitalization, the patient also had anxiety attacks and headaches. A CT of the neck with and without contrast with computed tomography angiography (cta) revealed patency of the left ica precise pro rx stent. Magnetic resonance imaging (MRI) revealed impression of small vessel disease, no evidence of cerebrovascular ischemic event, evolutional changes, and minimal paranasal sinus disease. The patient was treated with aggrenox and celexa. The patient's condition improved at discharge, but she reported continued dizziness but less than on admission. The patient was scheduled to follow-up with a neurologist. The site confirmed that the dissection was flow limiting and was caused by the aviator + balloon catheter. Treatment for the dissection included precise stent implantation. An unknown 6fr sheath introducer was used. There was a tight seal between the stent delivery system (sds) and the tuohy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user aspirated prior to contrast injections. There was no thrombus noted post-deployment. The tia and symptoms occurred on the left side of the brain.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00419 and 9616099-2011-00420. Two weeks after having a stent placed in the mid left internal carotid artery (ica), the patient experienced a transient ischemic attack (tia). The patient was asymptomatic prior to the procedure. The lesion was described as 99% stenosed, non-thrombosed and 10mm in length with mild calcification. The angioguard was retrieved with no debris noted in the basket. Residual stenosis was 0%. There were no air bubbles present. The patient left the angiography suite with no neurological deficit. Approximately two weeks after the index procedure, the patient experienced sudden right-sided hemiparesis and was diagnosed with a tia. There was no hemi-neglect, hemiataxia, or visual field loss. According to the investigator, the event was not related to cordis product or the index procedure. Medical records received stated that during that during the index procedure, a 5mm angioguard rx was successfully deployed and that there was no dissection post-deployment. A computed tomography (CT) of the neck with and without contrast with computed tomography angiography (cta) revealed patency of the left ica precise pro rx stent. Magnetic resonance imaging (MRI) revealed impression of small vessel disease, no evidence of cerebrovascular ischemic event. The patient's history includes transient ischemic attack, left carotid endarterectomy, hypertension and recurrent stenosis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15170312 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15170312. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15284807 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Hypotension, hypoperfusion, and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
During the index procedure, the patient experienced a dissection. Two weeks after the index procedure, the patient experienced a transient ischemic attack (tia). The patient was asymptomatic prior to the procedure. The target lesion was located in the mid left internal carotid artery (ica). The lesion was described as 99% stenosed, non-thrombosed, 10mm in length, with mild calcification. The reference vessel was 4.0mm in diameter and mildly tortuous. A 5mm angioguard rx was successfully deployed beyond the target lesion. A 4mm aviator balloon catheter was used for pre-dilation and a local dissection occurred at the level of the angioplasty. A 5x40mm precise pro rx stent was successfully implanted. The angioguard was retrieved with no debris noted in the basket. Residual stenosis was 0%. There were no air bubbles present. The patient left the angiography suite with no neurological deficit. Approximately two weeks after the index procedure, the patient experienced sudden right-sided hemiparesis and was diagnosed with a tia. There was no hemi-neglect, hemiataxia, or visual field loss. According to the investigator, the event was not related to cordis product or the index procedure. Medical records stated that during that during the index procedure, a 5mm angioguard rx was successfully deployed and that there was no dissection post-deployment. The filter wire was nearly occlusive of the ica. A 4mm aviator balloon catheter was used for pre-dilation and a local dissection occurred at the level of the angioplasty. A 5x40mm precise pro rx stent was implanted and there was no dissection post-stent deployment. No post-dilation was performed. The angioguard rx was retrieved with no debris in the basket. The stent was patent and in good position with 0% residual stenosis.